Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation determined the cause to be severed motor mount screws. The motor assembly, including the screws, was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 105 alarm. There was no patient involvement.